Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reader was hot to touch. The call specialist didn't want to further troubleshoot due to the possibility of burning the patient's hand or chest with an overheated reader. The patient was advised to unplug the monitor immediately. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.